Manufacturer narrative:
An engineering evaluation was completed and a manufacturing defect was confirmed. A supplier, design, IFU, and labeling defect were not confirmed. The trend was reviewed and found to be out of control. Edwards has initiated additional investigation to determine the root cause.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental report was submitted to include the DHR and image evaluation. Updated expiration date and device manufacture date. Six images were provided and reviewed. The images showed a cannula with detached connector, and one label on the original sterile barrier pouch packaging from reported model and lot/serial number. Report of separated connector was confirmed through image evaluation. Connector was separated from cannula. Engineering task will be opened for further investigation.

Manufacturer narrative:
Field corrective action (fca-146) has been initiated for the ez glide cannula separation issue. Aortic perfusion cannulae are intended for perfusion of the ascending aorta during short-term cardiopulmonary bypass procedures. In this case, it was reported that the cannula separated from its connector while on bypass. The patient was discontinued from the bypass circuit for 2 minutes and lost around 1l of blood. The device is not available to be returned for evaluation as it was reported to have been discarded at the hospital. The investigation of this event is in progress. A supplemental report will be submitted upon receipt of additional information. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during use of a cannula model ezc24ta, the cannula separated from its connector while on bypass. There was no damage of the packaging was noticed and the cannula was not re-sterilized. This cannula was used in an open heart surgery for CABG procedure. The cannula was inserted into the ascending aorta. As reported the patient was on bypass for 2 hours and 15 minutes. The surgeon had finished the procedure when perfusionist noticed that the blood pressure was dropping suddenly. Blood was pouring onto the floor at the left side of the surgeon and the perfusionist informed the surgeon. The surgeon discovered that the arterial cannula had separated from the connector. The patient was then discontinued from cardiopulmonary bypass. The surgeon disconnected the surgically aerated arterial cannula, reconnected it to the circuit, used a silk suture to secure the arterial cannula to the connector, and cardiopulmonary bypass was continued. The patient was discontinued from the bypass circuit for 2 min and was at normal thermia. It was reported that the patients blood loss on the floor was around 1l. The patient did not need additional blood transfusion and was reported to be stable.